Event description:
The customer reported that during use of this guide in an acl procedure, the distal tip broke off in the surgical site. The tip was successfully retrieved and the surgeon completed the procedure as intended. There was no patient injury or significant surgical delay related to this event.

Manufacturer narrative:
To date, this device has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation.